Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 22 september 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The complaint lens was cleaned and presented with a detached haptic. No further issues were found. The observed issue of haptic detached is similar to the complaint issue lens damaged but based on the complaint investigation results the observed issue could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: it was incorrectly stated code 331 in follow up #1 as investigation findings. The correct code was 3331 for the type of investigation.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken. No further information was provided.